Event description:
Caller states that the customer took her diabetic pills prior to going to bed at approximately 8 or 9pm. The customer reportedly woke up at 3am, had diarrhea and felt very weak. The caller states that the customer attempted to do a test on the device but received on 'off' error. The customer was taken to the hospital where she tested 39mg/dl on their device. She states that the customer was treated with an IV and given orange juice. She was released from the hospital the same day. Requested return of suspect device and replacement was sent.